Event description:
On (B) (6) 2008, this pt was implanted with gore tag thoracic endoprostheses. A cracked hub was discovered in the gore tri-lobe balloon catheter when the physician attempted to flush it with saline. The device was set aside and not introduced into the pt. A second gore tri-lobe balloon catheter was then used to dilate the endoprostheses. When deflating the balloon, the physician encountered difficulty deflating the balloon. Reportedly, one of the lobes would not entirely deflated. The balloon catheter was eventually deflated and removed from the pt without incident. The pt tolerated the procedure. Both devices were sent back to gore.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg records verified that the lot met all pre-release specifications. Please note add'l device related to this event. Bc2640/(B) (4).